Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. The customer's blood glucose was 232 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.